Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced issues with the communicator, including difficulty pairing the communicator with the handset, receiving a "not found" message, and a charging cord that did not fit well. The patient also did not have a communicator charging cable. The patient was treated for device connectivity and charging issues. Troubleshooting steps included resetting the communicator multiple times and attempting to connect using both sides, but the issue was not resolved. The agent provided information for obtaining a new charging cord, and a request was sent to the repair department to replace the communicator. No patient complications have been reported as a result of this event. Additional information received that the patient called back after receiving replacement communicator and needed help pairing the new communicator to handset. Patient selected communicator model, entered communicator serial number (sn) manually, confirmed communicator was powered on but encountered the communicator "not found" message. The following troubleshooting steps were attempted: retried, reset the communicator, closed all apps, reopened therapy app, confirmed app software version 3.0.301 tapped connect, navigated communicator pairing screens and double checked communicator sn, confirmed bluetooth and location were both turned on, toggled bluetooth off and back on again, powered off the handset for 1-2 minutes and reset the communicator, confirmed bluetooth light was displayed on the communicator in addition to green battery light, confirmed communicator sn was showing in paired devices under samsung bluetooth settings, unpaired the communicator sn from samsung bluetooth devices and repaired, removed any possible environmental sources of emi, reattempted opening the therapy app selecting model, and scanning in the communicator sn but patient continued to encounter communicator not found message. Replacement programmer was requested via repair. Patient mentioned they were experiencing shaking symptoms during the call. The patient called back after receiving replacement programmer. Reviewed how to select communicator, enter the sn, and link ins's. Therapy was off on both left and right sides and patient successfully turned therapy back on for both sides.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.